Manufacturer narrative:
A ge rep evaluated the system and reloaded software. The system operates as intended.

Event description:
It was reported that the system shut down on it's own. On pt injury was reported.